Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during initial implant procedure of the left ventricular lead, a little coronary sinus dissection was noted via x-ray. The patient remained stable. After the implant procedure, the lead exhibited high capture thresholds. X-ray revealed that the lead had dislodged into the right atrium. The device was reprogrammed and the dissection was left to heal prior to lead revision. On (B)(6) 2018, the lead was explanted and replaced. Patient was stable before, during, and after the procedure.